Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and power loss alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit was programmed with test guardian link and the glucose sensor simulator. Unit comunicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 79 mg/dl value properly from glucose meter. Unit sensor feature working properly. No unexpected suspend alarms were noted. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a low battery and unexpected suspend alarms . The customer¿s blood glucose was 42 mg/dl at the time of the incident. The customer treated the low blood glucose level with glucose tablets and an hour later the blood glucose level was 164 mg/dl. The customer reported the insulin pump keeps looping suspend and then resume and then suspended and resume again. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.